Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm tip-up fenestrated grasper instrument was broken/defective. No fragments fell into the patient. The procedure was completed but the patient outcome was not provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.